Manufacturer narrative:
Eval summary: review of the returned product indicates damage to the connection end and also the dome. It is also not known whether a universal handle was used with this instrument or not. Dome adapter fracture may be caused due to one or a combination of the following factors: damage caused due to repeated cleaning or autoclaving. Damage caused due to improper attachment used with this device. Heavy impaction force. This is not an exhaustive list. However, no definite cause analysis can be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that upon impaction, the green 36 dome impaction adapter broke.